Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used for distal to proximal treatment in a moderately calcified with moderate tortuosity ostial left circumflex artery (lcx). The oad was spun three times on low speed and once on high speed. A second attempt was made to treat the vessel on high speed, but the oad driveshaft fractured distal to the crown. The oad was removed, and the fractured component was successfully removed with the viperwire advance guide wire. Angioplasty and stent placement were performed to complete the procedure. The patient was stable.

Manufacturer narrative:
Updated fields: b4, e1, g6, h2, h11 csi ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. The oad was received with the guide wire engaged for analysis. The oad driveshaft was fractured. The fracture was located at the distal side of the crown. Scanning electron microscopy (sem) was performed on the fractured sections. Sem analysis identified fatigue striations at the site of the driveshaft fracture and driveshaft flexing at the weld location can initiate a fatigue failure. It is hypothesized the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the root cause of the fracture could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).